Manufacturer narrative:
H10: the lot number was provided for the malfunction and a lot history review was performed. The device was returned for evaluation. The investigation is unconfirmed for self activation. The definitive root cause could not be determined based upon the available information. The device is labeled for single use. H10: g4. H11: b5, g1, h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model mc1616 biopsy instrument allegedly experienced self-activation or keying. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review will be performed. The device was returned for evaluation and the investigation is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model mc1616 biopsy instrument allegedly experienced detachment of device or device component. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.